Manufacturer narrative:
(B)(4). Date sent: 5/28/2024 d4: batch # 781c90 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned outside its original package and no packaging was returned for analysis. Since no packaging was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. Upon visual inspection of the device, the manual override door was noted to be out of position; however, the bailout system was not activated. As additional testing, the bailout door was installed and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 781c90, and no non-conformances were identified.

Event description:
It was reported that the nurse opened the box and the tyvek peel-pack sheet was peeled off of the box. No patient involvement.